Manufacturer narrative:
G2. Foreign: fi. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient gets muscle spasms that affect speaking from an emi source. The ins was being used for motor cortex stimulation which is considered off-label. Similar issues occurred with the patient's previous ins, but smaller when they had it. Additional information was received from the manufacturer representative (rep) regarding this previous ins. This issue was discussed with a manufacturer representative (rep), who used to work for the manufacturer, when the pt got sensations from the remote reader of the electricity meter etc. The cause was not determined. No further actions have been taken. Pt cannot be without the ins. Has tried to live further away from the emi disturbance area. A session report was provided for this previous ins, confirming patient¿s programming levels. Impedances were relatively stable, differences within acceptable ranges. Technical services advised that the patient should stay away from strong emi sources.  Additional information was received. It was confirmed that the hospital has problems with old information as the health information system that the hospital uses has changed. They answered following this morning. Regarding when the patient first started to experience the emi interference with this, their previous ins, as they remember, this kind of emi issues have always been present with the patients¿ devices. They don¿t know when they informed a manufacturer representative of this issue. They did confirm that the replacement of this ins was due to eri, this previous ins was discarded. Additional information was received from the manufacturer representative (rep). It was noted that they were only wondering why the remote terminal electricity of the house could disturb the patient when the remote terminal was on the other side of a wall. The implant dates, explant dates, and serial numbers of the previous inss were provided. All device were replaced due to elective replacement indicator (eri); however, it was possible that the oldest was replaced earlier as it was difficult for the patient. Device return was not offered. It was noted that this information was confirmed with the neuromodulation nurse. Refer to MFR report #3004209178-2023-22509, 3004209178-2023-25384. And 2182207-2023-02707 for the reports of this event for the patient's other previous inss.